Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be pinch lumen/collapse lumen/ thick sac thickness/ valve damage/ short inflation lumen. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "cdc guidelines for appropriate indications for indwelling urethral catheter use patient has acute urinary retention or bladder outlet obstruction. Need for accurate urine output measurements. Use for selected surgical procedures. To assist in healing of open sacral or perineal wounds. Patient requires prolonged immobilization. To improve comfort for end of life care. Proper techniques for urinary catheter insertion. Perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time. Proper techniques for urinary catheter maintenance. Secure the foley catheter. Use the statlock® foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly using a separate, clean collection container for each patient."

Event description:
It was reported that the last 2 foley catheters the patient received were faulty. The patient used the first catheter and that failed straight away, and the 2nd catheter failed a few days later. The patient stated that they thought both balloons failed to inflate. Per follow-up information received via ibc on 20apr2022, stated that the patient did not know if there was damage in the balloon and stated that they thought the balloon failed to inflate. There was no impact to the patient other than the catheter failed.